Event description:
Mother reported problems with leaking. Had leaking tubing on (B)(6) 2018 with lot #3635420. Leaking tubing on (B)(6) 2018 with lot #3633167. Mother also noticed just prior to leaking the area around the air hole of the filter becomes cloudy, no further details provided. Diagnosis or reason for use: pph.